Event description:
It was reported to medtronic minimed that the customer experienced insulin flow block alarm. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and issue was resolved. No harm requiring medical intervention was reported. No product return is required for mmt-1885.